Event description:
Following an unknown procedure, postoperative bleeding required that the pt be brought back to the hospital and taken to the operating room and put under spinal anesthesia. The bleeding was cleaned up with a physiologic solution. While trying to find the precise location of the bleeding part, the pt had a spontaneous hemostasis. The surgeon didn't have to do anything else. The pt was then taken to the ward.